Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system ace 68 reperfusion catheter (ace68), a neuron max 6f 088 long sheath (neuron max), a non-penumbra catheter, and a stent retriever. During the procedure, the physician advanced the ace68 to the target location and aspirated the thrombus. Entire clot burden could not be removed during the procedure. Post procedure computed tomography (CT) scan revealed a foreign object in the vessel treated. According to the physician, the reported object on the CT scan was possibly related to the ace68. There were no complications noted and there was no damage on any catheters used during the procedure. It was reported that all devices used during the procedure were discarded immediately. According to the physician there was no harm leaving the object in the patient vessel. Therefore, no intervention was performed to remove the object. There was no report of an adverse effect to the patient.